Manufacturer narrative:
Manufacturer ref# (B)(4), summary of investigational findings: it was reported that during a tulip filter placement the filter would not release easily. It ended up being released in an angled position. It was removed with a snare ((B)(4)manufacturer # 3002808486-2021-01329). The second filter was deployed within the sheath. Everything was removed and a new device was used instead and successfully completed the procedure ((B)(4)). Coaxial introducer system, jugular introducer and tulip filter was returned for product evaluation. Per product evaluation: coaxial introducer system: no nonconformance observed jugular introducer: there was a kink near the handle. The filter was inside the protection sheath but still attached to the grasping hook. It was possible to advance and detach the filter as described in IFU. No nonconformance observed at the grasping hook. The red safety button was pressed down. Filter tulip: no nonconformance observed at the hook and there was a lot of harden blood at the filter. The cause for the reported failure cannot be determined but if the red safety button and then the blue release button is pressed down before the filter is advanced through the sheath this will lead to deploying in sheath. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to the instruction for use do not exert excessive force to advance the filter through the delivery system. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information and product evaluation an exact cause for this event cannot be established. However, the filter was returned still attach to the jugular introducer inside the protection sheath, so it would be inappropriate to speculate what caused the experienced event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k): k172557. Investigation is still in progress.

Event description:
According to the initial reporter: we had an ivc filter case last night. We ended up using 3 kits. On the first kit the filter did not release very easily. When it was released it landed angled. We attempted to reposition but ended up using a snare to remove it. The second filter deployed within the sheath. So everything was removed. Finally the third filter was placed where the physician also experienced the filter not releasing easily. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.